Event description:
During a routine shift check by a clinican, the device displayed "bridge test failed" when attempting to charge defib. Complainant indicated that there was no patient involvement in the reported malfunction.